Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console vitrectomy cutter was not working. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date.

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A potentially relevant record was identified. The record was reviewed as part of this investigation and determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).